Event description:
On 10/20/1999, the international distributor informed the MFR's international representative of the following: the description on the label of the product does not fit with the products contained in the packaging. It seems the tunneler and the introducer kit were not in the package. There was a question as to whether everything should be in one (1) tray or in different boxes packed together. On 10/22/1999, the MFR's international representative informed the MFR that the customer contacted him (10/22/1999) and stated that the labeling on the top of five (5) the box/packages states that the box contains a 7 french introducer and the side label states that the box contains a 5 french. The international distributor is returning ten (10) of the devices in question to the MFR for eval. No further details were provided at this time.